Manufacturer narrative:
The customer's report was observed during initial testing; however, after hla testing and updating the firmware, the malfunction was no longer seen. The device was put through extensive testing without duplicating the report. Device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.